Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected transfer set from the pt line of the homechoice set during the initial drain cycle. Without pausing therapy. When hp returned hp reconnected transfer set to the patient line of the homechoice set and attempted to resume therapy. Tsc assisted hp in ending therapy early. Hp completed therapy by setting up with new supplies. Per hp, no pt injury or medical intervention was associated with this incident.